Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2022. Three days after the procedure, the icp reading of the patient was normal at 14mmhg. On (B)(6) 2022 the patient icp reading suddenly raised to 200 mmhg. The physician adjusted the position of the microsensor and the icp reading was still above 160mmhg. They shut down the icp monitor and reconnected the microsensor with the icp monitor, the monitor always showed p-0. The physician used a sample microsensor to connect with the icp monitor and it could be used normally. Therefore, the physician suspected the problem was with the microsensor implanted. The microsensor was removed and stop monitoring on (B)(6) 2022. The patient condition is stable.

Manufacturer narrative:
The microsensor (B)(4)  was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is system is not closed (cap is not secured to female luer or drainage valve is not closed). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.